Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. The icm was explanted and not replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of the device being unable to communicate with the application was confirmed. The session records were reviewed and it was determined that the device experienced a por. The device entering por will disable remote monitoring. The root cause of the por was unable to be determined with the information available at the time of investigation.